Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 05, 2019 - september 06, 2019. H10: the device was received for evaluation containing 155 ml of fluid in the bladder. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and the device met specifications. The test results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that at the end of the expected therapy time of 24 hours, 50% of drug remained in the device. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride solution for a 240ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.